Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the buttons were unresponsive. It was reported that the customer also had partial display, possibly due to moisture damage. The customer's blood glucose level was reported to be 200mg/dl. It was reported that the pump would have to be replaced and to discontinue use of the device.